Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. A damaged charged coupled device unit was causing an abnormal color tone to appear in the image. Additionally, scratches were noted on the screen, on the metal tip, on the curved rubber section, on the operational part, on the angle lever, and on the light guide cover glass. The adhesive on the curved rubber was also found missing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus endoeye flex deflectable videoscope due to a compromised image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the initial evaluation, it was confirmed that the color tone of the image was abnormal. This report is being submitted to capture the abnormal color tone of the image confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to image sensor unit, failures of the internal circuit board of the video connector, or failures of the video system center. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.